Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi. The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield detaching with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that the bd vacutainer¿ eclipse" blood collection needle had the safety shield fall off when the cap was removed. No serious injury, no medical intervention.